Manufacturer narrative:
The device remains in the patient. The part and lot numbers were not identified; therefore, a device history record review could not be performed. If this information becomes available in the future, a follow-up will be submitted with any relevant information.

Event description:
Device malfunction: stent fracture. Symptoms/ae: none. Time of malfunction: after the procedure. It was reported that post an unspecified carotid stenting procedure with an unspecified xact stent, it was determined from an angiogram, that the pt had a displaced but not circumferential stent fracture. It was estimated that the stent was implanted in early 2006, exact date unknown, and the stent fracture was detected possibly in late 2006. Although requested, there is no add'l info available.